Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated which was discovered during an epidural injection. Impedances on electrodes 6-7 and 14-15 were greater than 10,000 ohms. The patient was programmed using the non-migrated lead which didn't have high impedances. The issue was noted as being resolved. No symptoms or further complications reported.